Manufacturer narrative:
The insulin pump was received with no escape button response due to corroded keypad traces. No button error alarmed during testing. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 200 mg/dl. The customer stated that the pump alarmed bad battery when she took out the battery. The customer stated that she went to give herself a bolus before eating and the pump alarmed button error. The customer stated that she was playing powder puff football with friends when the pump alarmed button error. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.